Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began on (B)(6) 2016. The patient reported obtaining blood glucose readings of 96 mg/dl with the subject meter and 50 mg/dl on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient is on insulin pump therapy. The patient denied taking any action regarding her usual diabetes management regimen in response to the elevated result. Approximately 15 minutes after the meter issue began, the patient reported developing the symptoms of shakiness and weakness in response to these symptoms, the patient claimed she treated herself with food and drink. During troubleshooting, the csr confirmed that the test strips had been properly stored, were not open past their discard date and had not expired. The test strip vial was confirmed as being intact. The csr noted that the patient's testing procedure was correct and that samples were taken from the correct sites. The csr confirmed that the meter unit of measure was correct during testing. The csr noted that the patient did not possess any control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate high result with the subject meter.